Manufacturer narrative:
Pump received with a crack retainer ring and missing battery cap contact. Unit passed the active current measurement test, sleep current measurement test, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit passed dat at 0.0871 inches. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No auto mode anomaly noted during testing. No unexpected insulin flow blocked alarms and other alarms/alerts noted during testing. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2023: 12:12:42 bolus and 12:13:18 bolus; were in pump downloaded history. P-cap locks properly into the reservoir compartment, however, cracked retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and cracked retainer. No unexpected insulin flow blocked alarms noted during testing. Cosmetic damage was confirmed on the pump and at the retainer ring. Cracked retainer ring and missing battery cap contact was confirmed during analysis. Charge/battery lasts less than expected and no communication to transmitter (unresolved) were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received the safety notification for the retainer ring and reported that the customer had reported shortened battery life, and random no delivery alarms. No harm requiring medical intervention was reported. The troubleshooting was not performed. It was unknown whether the customer will continue to use the device or not. The device will not be returned for product analysis.